Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump powered on to a blank display screen. The pump was opened and no damage was observed to the display screen. The display flex was removed and reseated, and the display screen was found to function properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.